Manufacturer narrative:
61 - intuitive surgical, inc. (Isi) received the single-site crocodile grasper involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "pieces of the tip fell off into the patient, and were retrieved before the case ended". The instrument was found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.182¿ x 0.324¿ in size. This failure is most commonly caused by overloading at the instrument tip, which is commonly caused by mishandling/misuse. Additional findings: the instrument was found to have a broken grip at the grip base. A piece approximately 0.96" x 0.19" was found to be broken off. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. Based on the current information provided, this event is no longer deemed reportable due to the following conclusion: there is no evidence that the isi device caused or contributed to an adverse event or that the isi device malfunctioned in a way that could contribute to an adverse event if it were to recur. This event involved fragments falling into a patient and was successfully retrieved with 1) no lasting permanent impairment of a body function or permanent damage to a body structure occurred and 2) no evidence of device malfunction supported by failure investigation confirming that the cause of the instrument breaking was mishandling/misuse. If additional information becomes available, the complaint will be re- evaluated.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The crocodile grasper has not been returned to intuitive surgical, inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a piece of the jaw of the crocodile grasper instrument broke and fell into the patient. Although the fragment was retrieved and no patient harm, adverse outcome or injury was reported, it is unknown what caused the fragment to fall inside the patient

Event description:
During a da vinci assisted cholecystectomy procedure, it was reported that a piece of the jaw of the crocodile grasper instrument broke, and the fragment fell into the patient. The procedure was completed with a spare instrument and there was no patient injury. On 09/11/2019, intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the reporter stated that during a cholecystectomy procedure, while removing the instrument from the trocar, one of the white plastic pieces fell into the patient. The fragment was successfully retrieved laparoscopically. There was no injury the patient. The instrument was inspected prior to use. The surgeon believed that it was a defective instrument.